Event description:
The customer reports a falsely decreased architect ca 125 assay result for one patient tested on an architect i2000sr analyzer. A plasma sample from the patient generated a result of 38.8 u/ml. A serum sample from the same patient generated a result of 67.02 u/ml. All controls have remained within specifications. The samples were retested four days later with the following results: plasma sample: 59.3, 55.3 and 58.8 u/ml; serum sample: 69.1, 58.5 and 64.5 u/ml. No suspect results were reported from the lab with no patient impact.

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect ca 125 ii assay package insert contains information to address the current customer issue. Accuracy testing was performed with in-house retained reagents of lot 29127m500 (list 02k45-23) one one isystem analyzer using commercially available panel samples. All results met specifications, indicating acceptable performance of this assay lot. Based on the results of the current product evaluation and the information from the customer site, it was determined that the architect ca 125 ii assay, list number 02k45-23, lot number 29127m500 is performing acceptably. A product malfunction was not identified. This is an instance of off-label use of the architect ca 125 ii assay. There is no information to indicate that the patient has ovarian cancer. Also, the customer is using the assay for diagnostic purposes and not monitoring. Additional information from the customer site revealed that the customer conducted an internal investigation that concluded, with a very high probability, that a patient sample handling error had occurred. This patient was diagnosed with lung cancer.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).